Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had large discrepancy in device longevity. Patient stated that the estimated battery longevity is not accurate. This device remains in service. No adverse patient effects were reported.